Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and was evaluated. The defect reported by the customer has been verified. On inspecting the device, further deficiencies were found to be impairing device function. There was a short circuit in the motor cable and also "cable screening" test had failed. Also the resistance values of the hand control keypad were out of specification and also it was found that the on/off button changes direction mode. The cable plug was also found to be corroded. The motor cable and the handcontrol set were replaced. Preventive replacement of o-rings was performed. The unit was cleaned and functional test was performed. The hipot test was completed. Also electrical safety test was completed. Fluid ingress into the handpiece body could be the possible root cause for the corrosion of the cable plug which in turn, would have caused the short circuit in the motor cable. The resistance values of the keypad being out of specifications may cause the device to not function as intended and could be attributed to the reported issue from the customer, that is, the handpiece buttons being unstable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via service request that the micro tornado handpiece with hand controls has unstable buttons.